Manufacturer narrative:
No device deficiency reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event of catheter ablation procedures.

Event description:
During a pulmonary vein isolation (pvi) procedure, phrenic nerve injury occurred during ablation of the ripv. Reportedly, phrenic nerve pacing, recording of compound muscle action potentials (cmap), and palpation of the diaphragm were performed during ablation.